Event description:
On 26-aug-2025, the user reported afternoon hyperglycemia with blood glucose (bg) readings of 366 mg/dl on the pump and 300 mg/dl by fingerstick. After a recent supply change, the agent advised calibrating the pump and monitoring for improvement, with instructions to perform another supply change if bg continued to rise. The user later confirmed that bg returned to range by midnight. The user's highest blood glucose (bg) recorded was 303 mg/dl and bg was corrected with supply change. No symptoms or medical intervention were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.